Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient being implanted (l4-l5-s1) with screw due to lumbar discopathy. The procedure performed was release technique with foraminotomy and laminectomy in l5-s1. It was reported that the screws implemented in s1 broke at 4-5 months of implantation, the screws were implanted on (B)(6) 2017. Patient experienced lumbar pain. The product remains implanted and will not be returned. There were no further complications reported.